Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment unknown). The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the infection was treated with antibiotics (oral and topical) and a steroid (topical). This report is submitted on (B)(6) 2020.